Manufacturer narrative:
Event and therapy dates are estimated . The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR. Report: 3006705815-2020-01472. 1627487-2020-03455. It was reported patient experienced ineffective therapy due to the leads having moved completely to the right side. Migration was confirmed via x-ray. It was also stated that patient suffered a fall sometime last year. As a result patient underwent surgical intervention where the ipg and leads were replaced and effective therapy was restored post operatively.

Manufacturer narrative:
It was inadvertently reported device 2 of 3. Reference MFR. Report: 3006705815-2020-01472. 1627487-2020-03455. But the correct information has been updated in additional report- device 2 of 2. 3006705815-2020-01472. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. 3006705815-2020-01472.